Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and pump shutting down. The customer's blood glucose level had no adverse impact. Customer reverted to alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.